Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was not operative. There was no harm or injury reported. During evaluation of the device at a third party service center, the complaint was able to be confirmed from a fan failure error code that found in the device's error log. The third party service technician replaced the cooling fan assembly to address the issue. Additionally, the in line filter prox is contaminated and the air inlet foam filter was replaced due to preventative maintenance. The device passed all final testing. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator was not operative. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.